Event description:
The following was reported to gore: on (B)(6) 2018, the patient underwent endovascular treatment of a type b chronic aortic dissection using conformable gore® tag® thoracic endoprosthesis(ctag) and gore® excluder® aaa aortic extender endoprosthesis. On an unknown date, 2020, a follow up CT imaging revealed a false lumen enlargement (unknown amount) that caused by the blood flow from the re-entry at the descending aorta. A reintervention is planned.

Manufacturer narrative:
Addition h6: code 22- according to the gore® excluder® aaa endoprosthesis instructions for use (IFU), adverse events that may occur and/or require intervention include, but are not limited to reintervention.